Event description:
As reported by the user facility: product quality excellence was included in an email string where the chief of anesthesia inquired about the tips breaking off of the b. Braun epidural catheters. On (B)(6) 2026, customer complaint advocate spoke to the clinical procedure specialist who reported that the chief of anesthesia reported that she heard (from a colleague) that b. Braun had issues with the tips breaking and he wanted to know if it was resolved. While the end user did not have an event occur with breakage, this complaint is being filed for the third-party event with no additional information being provided at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.